Event description:
Heartmate ii left ventricular assist device (lvad) presented urgently to ed after emergency medical service(s) (ems) was activated following syncopal event with prolonged lvad driveline disconnect during patients attempt to change controller in the home. Vad was off ~ 4-5 minutes in the setting of subtherapeutic international normalized ratio (inr). Prior to the event, patient called lvad team to report intermittent singular beeps, and intermittent power disconnect alarms while connected to the power cord. The power cord, batteries and battery clips were all exchanged by the patient, with guidance from lvad coordinator on the phone. When the beeps did not resolve, it was decided that the controller should be changed. Patient had changed a controller in the past, and desired to change it in the home, rather than travel to the hospital to be changed by the lvad team. Spouse was present. As soon as the patient disconnected her driveline to change controllers, she lost consciousness. The spouse had difficulty making the driveline connection. The lvad team activated ems to the patients address while continuing to work with the spouse to make the controller connection. Prior to ems arrival the spouse made the driveline connection and the patient was regaining consciousness when they entered the home. Ems confirmed driveline connection, and that pump was running. Abbott analysis of waveform/logfile data concluded "during the analysis of the log we observed unexplained power cable disconnects. This type of issue can be caused by dirty battery clips, or power cable fatigue on the controller lead." Thankfully, patient did not suffer complications from this prolonged lvad stoppage.